Manufacturer narrative:
Section a patient information was not provided by the customer. The field service engineer (fse) was onsite and found that two of the signal conditioner and amplifier (sca) boards were defective. To resolve the issue the fse replaced the cyto sca boards. The fse also discovered that the vent line from the instrument to the compressor cart appeared to have been slightly obstructed because of the way it was routed behind the instrument and down the front of the table. The fse re-routed the vent line to resolve the partial obstruction. The fse ran qc to verify proper operation of the unit. Bec internal identifier - (B)(4).

Event description:
The customer reported that erroneous/questionable were generated on the navios ex 10 colors/3 lasers flow cytometer when running a customer developed leukemia/lymphoid panel. Non-specific staining was observed which resulted in variability from tube to tube for the three-tube panel test. Erroneous results were not reported outside of the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event.